Event description:
The customer reported the fluoroscopic image was degraded effectively eliminating the ability to view a usable image. No pt death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The hv cable assembly and interconnect cable were evaluated and replaced. The system was tested and found to be working as intended and returned to service.